Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and continuing elevated blood glucose (greater than 600 mg/dl). Customer was treated with intravenous insulin and manual insulin injections to resolve the issue. Customer alleged that the pump was not delivering insulin; however, no pump alerts or alarms occurred prior to the event and customer reported that the cause was unknown. Tandem technical support asked customer to upload pump data; however, customer declined. Multiple attempts were made to obtain additional information including hospital discharge date; however, customer did not respond.